Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Patient had a non-fo iab catheter and the inner lumen is unable to be aspirated and clotted off. Esp personnel state that they do not recommend any medications be used to clear a clotted line and an alternate ap source should be sought.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen and unable to be aspirated. There was no harm or injury reported.